Manufacturer narrative:
Review of instrument images: splatter of reagents and red cells was detected on the plates and the pipetting station. Customer was advised to change the reagent probe and monitor the instrument.

Event description:
Customer reported an abo discrepancy on donor samples tested on the galileo. Sample 1 gave an interpretation of ab positive when tested manually the interpretation was a positive sample 2 gave an interpretation of ab negative when tested manually the interpretation was a negative